Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a guide separation include, but are not limited to, challenging anatomy, high angle of insertion, excessive downward force, or aggressive downward or torsional pressure by user. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional percutaneous transluminal peripheral angioplasty procedure with a 6f sheath. Reportedly, the metallic guide tube of the closure device fractured from the plastic guide, leaving the sheath retained in the proximal femoral artery. Multiple attempts were made, but it could not be removed. A surgical cut-down was performed to remove the separated piece and to achieve hemostasis via manual suturing. There was no reported clinically significant delay in the procedure. No additional information was provided.